Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device powered off by itself with no device alarm. On an unspecified date and time, the pump was programmed to deliver heparin 25,000 units/250 ml, at a rate of 750 units/hr, and the delivery was started. No further programming parameters were provided. At 0910, the nurse went to check on the pt and at that time it was noted the device had powered off with no device alarm. The device was removed from clinical service. The physician was notified. It was reported that a ptt (partial thromboplastin time) was not ordered to be drawn. Therapy was resumed using a replacement device. The customer contact reported there was no change in the pt status and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.